Manufacturer narrative:
The customer has decided not to return the device for repair. (B)(4).

Event description:
Covidien received info that this npb40 handheld pulse oximeter is displaying low readings. The unit was reported to be showing the saturation of peripheral oxygen (spo2) was 88%. The pt was not harmed or injured as a result of the event.